Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messagesl) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. As received, the trunk cable was pulled from the distribution node (dn), pulling the heat shrink off of the internal pulse wires and creating a short on the dn pca. The cause of the non-functional therapy electrodes is the damaged cable and wires. The root cause for the pulled trunk cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the patient was receiving constant "adjust belt" messages.